Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided / unknown, patient's weight not provided / unknown, event date not provided / unknown, reporter's email not provided / unknown, additional 510k numbers: k011028 and k013227. Device remains implanted.

Event description:
It was reported that the internal threading of the implant (tsvwb10) was damaged. The implant remains in the patient's mouth. The customer requested a rethreading tool.

Manufacturer narrative:
The product was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: d4:(B)(4).

Event description:
No further event information available at the time of this report.